Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported the needles seem occluded. To aid in the investigation, sixty-five samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then assembled to a syringe with saline solution; all the samples expelled the solution with a normal flow. A device history record review was completed for provided material number 305125, lot 4031583. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
Material # 305125, batch # 4031583. Verbatim: we have had 3 im needles in the last two days that were defective. It seems like the needles were occluded. I don¿t know what the lot number was for yesterday, as I was just informed of this. These are the precisionglide needles 25g x 1.¿

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.